Event description:
It was reported that during patient infusion of vasopressin with an unknown access set, a leak was observed, specified as "leaking was noticed in the middle of the line, between the drip chamber and the y-site" of the set. According to the reporter, the bag containing the vasopressin was "fairly full" prior to leaving the unit. While waiting for testing in another unit, the nurse noticed the patient¿s bag was almost empty and there was a "pool of fluid on the floor¿ from the vasopressin line. The patient was reported to be "very unstable". No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.